Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. Visual inspections were performed on the returned device. The stent dislodgement was confirmed. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted the xience alpine instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Additionally, the IFU states to prepare the device for use prior to entering the patient anatomy. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.0 x 38 mm xience alpine stent delivery system was advanced to the lesion and after the balloon was inflated and deflated, it was observed on intravascular ultrasound that the stent implant could not be found. The dislodged stent was found located on the stylet outside the patient and had occurred prior to use. It was further reported that air aspiration had not been done prior to use of the device in the patient. The procedure was completed using the same size xience alpine stent. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.